Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and there were big air bubbles in the reservoir. The customer reported that they just started on pump and seems to be having issue and were not sure if getting insulin sugars stuff around 200 mg/dl. Current blood glucose was 229 mg/dl and sensor glucose was 188 mg/dl. Customer stated that yesterday afternoon they received 2 suspend before low. Blood glucose was 98 mg/dl at the time. The customer reported that the plunger would not come out of the reservoir which made her lose the insulin for 3 days. Patient's blood glucose at time of incident was 270 mg/dl. Based on customer report proceeding in troubleshooting the customer alleging possible pump under delivery. Then customer reported they had bolus and then blood glucose was 217 mg/dl. While conducting a high blood glucose troubleshooting the customer stated that there is fluid in the reservoir compartment. The customer reported that it was leaking and o-ring inside the lip of the reservoir compartment is not missing. The customer also reported air bubbles in reservoir. Approximate size of air bubbles is 1/16 of an inch. The customer also reports discoloration in tubing and there were 4 air bubbles. The reservoir will not be returned for analysis.